Event description:
It was reported that the patient had a fall and presented to the clinic for follow-up; upon interrogation the left ventricular lead exhibited high impedances. No intervention has been reported.

Event description:
New information states that the lead impedance measured within normal range during routine device change out. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.